Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported that the sensor tape irritated his skin and that upon removal, it felt like he was removing a layer of skin with the sensor. The customer's blood glucose was 100 mg/dl. The customer additionally mentioned sensor errors, for which troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.